Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The arterial access was reported to be a "high stick" located above the inguinal ligament. After the device was deployed and closure was achieved, it was reported that a slow oozing was noted from the access site. Manual compression was applied for two minutes and the oozing stopped. The patient was transferred to a room on the floor. It was reported that after an hour, the patient began bleeding from the access site. A femostop was applied. Later that day the patient was diagnosed with a retroperitoneal bleed and was taken to surgery. It was reported that the patient is "okay" at this time. Multiple queries have been made to obtain additional information, but no information has been made available.